Event description:
It was reported that the healthcare professional could not interrogate generator with the tablet as the device appeared to lock up and become irresponsive. The tablet was powered down and then up again, which seemed to solve the issue. It was reported that the event was intermittent. Further information was received stating that upon switching the tablet on, the software remains locked in the initial screen and the cursor continues spinning as if the tablet is loading. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. No device was returned to the manufacturer to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Event description:
Further information was received indicating that the event had not reoccurred.